Manufacturer narrative:
D2a- additional common names: gbo catheter, nephrostomy, general & plastic surgery; lje catheter, nephrostomy. D2b- additional product codes: gbo; lje. E3 - occupation: clinical nurse educator. H3 - device evaluated by mfg: device evaluation anticipated but has not begun. Awaiting device return. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the hub of an ultrathane mac-loc locking loop multipurpose drainage catheter detached. The device was placed in interventional radiology (B)(6) 2026 for the treatment of a right pleural effusion in an unknown patient. The drainage catheter was attached to a chest drainage system and drained 1100 ml fluid prior to being clamped. It was noted the following day that the hub had detached from the drain, with the suture string still attached holding both components together. It was said that the patient was compliant and did not appear to have been manipulating the tube. At the time of customer report, the device remained in place while they awaited a post x-ray and respirology/pulmonology evaluation. The customer's assessment of the detached hub noted that the connection below the luer lock seemed loose, possibly contributing to the tube being disconnected. They tried to replicate the issue with expired stock and noted that connection point is twisted on very tightly and could not be loosened. A customer provided photo of the device shows the mac-loc hub separated from the catheter shaft. At this time, no adverse effects or additional procedures for the patient were reported due to this occurrence. Additional information regarding the event and patient outcome has been requested but is currently unavailable.